Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted that they got a non-recoverable error, and when they powered the arctic sun device back on it stated they needed water. Explained when the device was turned off and on it did not register the water in the pads. Once the pads were drained, they were able to restart therapy. Biomed troubleshooting alert 45 (ac power lost). That seems to be question, they did not answer any of clarifying questions. Explained this just means the device lost power somehow. Tried to have restart, but it was no longer on the patient. Explained if there were no other issues they could use this device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause for the reported event could not be determined. Explained when the device was turned off and on it did not register the water in the pads. Once the pads were drained, they were able to restart therapy. Per follow up information received via task on 02jun2025, spoke with biomed who confirmed they had let the device run in shop for a day and it presented without issue. They returned it to service. A DHR review is not required as the reported event is unconfirmed. A risk review is not required as the reported event is unconfirmed. A labeling/packaging review is not required as the reported event is unconfirmed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted that they got a non-recoverable error, and when they powered the arctic sun device back on it stated they needed water. Explained when the device was turned off and on it did not register the water in the pads. Once the pads were drained, they were able to restart therapy. Biomed troubleshooting alert 45 (ac power lost). That seems to be question, they did not answer any of clarifying questions. Explained this just means the device lost power somehow. Tried to have restart, but it was no longer on the patient. Explained if there were no other issues they could use this device. Per follow up information received via task on 02jun2025, spoke with biomed who confirmed they had let the device run in shop for a day and it presented without issue. They returned it to service.